Manufacturer narrative:
Investigation pending.

Event description:
Caller reported several false negative urine hcg results on pts over the past few months. On pt presented yesterday post-abortion for treatment of depression. Customer did not have specific details on other pts with false negative results.